Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 497 mg/dl which was treated by insulin pump. Insulin pump received no delivery alarm which was resolved by complete set change. Customer was experiencing symptoms related high blood glucose level. Customer was using insulin pump within 48 hours of reported event. Device will not be returned for analysis.